Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode. A lead diagnostic confirmed that there are high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has high impedances.